Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, and blisters extended beyond the patch perimeter. The patient started feeling itchiness on sunday (B)(6) 2023 and took benadryl. Then, on monday morning, the symptoms did not subside, so on monday evening (B)(6) 2023 she called teledoc. The patient was given a prescription for the levocetirizine oral antihistamine and clobetasol topical cream. At the time of the report, the area was still not healed yet. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: investigation findings - 4112 analysis of information provided by user/third party.